Event description:
On (B)(6) 2013 the reporter contacted animas to report an issue with the pump ¿not working properly¿; no specific information was provided. There was no report of any patient injury associated with this issue. The technical service representative contacted the patient to troubleshoot the pump and to obtain information, however, was unable to reach him by telephone. As the issue was not resolved, this complaint is being reported.